Event description:
It was reported, that this right atrial ( ra) lead exhibited noise and pace impedance measurements of greater than 3000 ohms. The patient was noted, to be in atrial fibrillation. The patient underwent a cardioversion. In which the impedance measurements normalized afterwards. Boston scientific technical services (ts) recommended in clinic troubleshooting. In which the physician planned on continuing to monitor. The device and ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).